Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the indicator window of a 5f exoseal vascular closure device (vcd) did not change from black-white to black-black during retraction. The device was pulled out from the puncture site, closure failed and manual compression was applied to achieve hemostasis. There was no reported patient injury. The operator had extensive experience using the product. The device was used to close a femoral artery puncture site during an angiography procedure. The device will be returned for evaluation.